Event description:
It was reported that there were no further alarms after controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms can be confirmed. The data log files were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded from (B)(6) to (B)(6) 2021 where multiple atypical low voltage alarms while on batteries were recorded. The pump support was not affected and the system maintained the desired set speed with no interruptions. The periodic log file contained events recorded from (B)(6)to (B)(6) 2021. The recorded data did not add any new information regarding the event. The evaluation of the system controller revealed incidental finding of inner conductor breakdown in both power cables. The observed conductor breakdown has the potential to result in the atypical voltage alarms captured in the log file. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during use. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were low voltage alarms on the controller resulting in exchange on 25aug. There was also a faster discharge of batteries on the black cable of the controller.